Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
During baxter's initial investigation, a spectrum pump had a delayed keypad response. There was no patient involvement.